Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the 90% stenosed target lesion located in the calcified and severely tortuous mid to distal right coronary artery. The lesion was dilated over 5 times with an unspecified balloon catheter. Next a parallel wire and child catheter were used to advance a 3.0x38mm promus element plus stent, but the stent was not able to cross the lesion. Upon removal, it was noted that the distal edge of the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).